Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead impedance was dropping lower than the limit set. There were also ams episodes recorded that were suspected to be caused by noise. The episodes were reviewed and confirmed that the device was mode switching inappropriately due to lead noise present on the atrial channel. The patient presented to the clinic for lead evaluation. The physician decided to leave the lead implanted and to monitor. The patient was stable.